Event description:
There was an allegation of questionable calcium gen.2 results for 2 patients on a cobas c 503 analytical unit. Patient 1: the initial result was 2.65 mmol/l. The sample was repeated and the result had an invalidating flag. The sample was repeated (after centrifugation) again on another analyzer and the result had an invalidating flag. The sample was repeated (after centrifugation) on the initial analyzer and the result was 1.91 mmol/l. The sample was repeated (after centrifugation) on another analyzer and the result was 1.96 mmol/l. Patient 2: on (B)(6) 2024 the initial result was 2.94 mmol/l. The sample was repeated and the result had an invalidating flag so the sample was repeated again (after a new centrifugation) and the result was 2.52 mmol/l. The samples were repeated due to the laboratory's rule to repeat samples with results that are >2.55 mmol/l without the patient having prior results <48 hours.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The samples were centrifuged at 2250g for 10 minutes. The samples were requested to be returned for investigation. The investigation is ongoing.

Manufacturer narrative:
Samples were provided for investigation. The customer's results were not confirmed. It was noted the instrument's main water pressure was out of specification. The system's alarm trace showed sample short and sample aspiration alarms. The alarms are indicative of poor sample quality. The investigation did not identify a product problem and determined the issue was consistent with a sample quality issue.